Manufacturer narrative:
No moisture damage was noted on the electronic assembly or motor assembly. No unresponsive button was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. He stated that he had taken a shower with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.